Manufacturer narrative:
(B)(4). One (1) applier of catalog number 543965 auto endo5 ml was received used, opened without original package; lot # 73a1500441 was confirmed with sample received. During visual inspection it was observed that spring jaws component was damaged (bent upturned), two stuck clips in jaws. Functional inspection: two stuck clips were removed manually from the tip of the jaws, then applier was activated and one clip was released, however clip not loaded properly in jaws: 10 clips had the same condition. The last 3 clips were loaded, closed & released properly. Failure mode clip fell into patient reported by customer was duplicated during the activations. The manufacturing facility performs a 100% functional testing (2 clips per each applier) as part of final inspection and release. DHR documentation shows that this process was followed, so the device was functional at that time. Although; the complaint defect was confirmed, a definitive root cause was not able to be determined. In addition , an analysis of the complaint rate was conducted which shows a decrease in the complaint rate for these devices. No corrective actions are required at this time.

Event description:
Alleged event: the applier misfired and some clips fell out of the device. All clips were removed from the patient's abdomen. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml, lot number 73a1500441 investigation did not show issues related to the complaint. The device sample has not been returned for investigation at the time of this report. The manufacturer will continue to monitor and trend related events.

Event description:
Alleged event: the applier misfired and some clips fell out of the device. All clips were removed from the patient's abdomen. The patient's condition was reported as fine.